Event description:
It was reported that the 9800 system would go into sleep mode during a case with the pt on the table. When the tech tried to initiate the system to normal, the left monitor would not return to its normal brightness. The tech would have to reboot the system in order to correct the problem which resulted in delaying the case. No pt injury resulted in this case.